Manufacturer narrative:
Device analysis summary: visual analysis of the returned device noted no defect was observed. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra xc, the physician experienced a lot of resistance when trying to inject like the product did not want to go through the needle. The physician removed the syringe from the patient and the needle came off the syringe and product squirted out the luer lock. No injury to the patient or injector. The needle from the package was used.